Event description:
It was reported to boston scientific corporation on (B)(6), 2015 that a wallflex partially covered biliary stent was used during a stent in stent procedure in the distal bile duct performed on (B)(6), 2015. The stent was being used to treat tissue ingrowth within a previously implanted wallflex uncovered biliary stent (the subject of MFR. Report # 3005099803-2015-00572). The indication for the original stent placement was to treat a malignant lesion in the lower bile duct. During the procedure, the physician started releasing the stent from the distal side of the previously implanted wallflex uncovered stent. Resistance was felt during deployment and the stent was implanted in an undesired location, with 2-3cm of the stent sticking out from the bile duct. The stent was removed from the patient and the procedure was completed by implanting another wallflex uncovered biliary stent. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A wallflex biliary rx stent was returned with the delivery system for analysis. Visual examination of the returned device noted that the stent was received deployed and there were no issues with the profile of the stent. Kinks were noted along the distal end of the inner lumen. Functional analysis was performed and no issues were noted in the movement of the outer sheath. The stent was able to be released during the procedure but not in the intended location and the kinks in the device were consistent with resistance being met during deployment. The movement of the outer sheath had no issues during functional analysis. The evaluation results indicate that the cause of the reported deployment difficulties was most probably due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex partially covered biliary stent was used during a stent in stent procedure in the distal bile duct performed on (B)(6) 2015. The stent was being used to treat tissue ingrowth within a previously implanted wallflex uncovered biliary stent (the subject of MFR. Report # 3005099803-2015-00572). The indication for the original stent placement was to treat a malignant lesion in the lower bile duct. During the procedure, the physician started releasing the stent from the distal side of the previously implanted wallflex uncovered stent. Resistance was felt during deployment and the stent was implanted in an undesired location, with 2-3cm of the stent sticking out from the bile duct. The stent was removed from the patient and the procedure was completed by implanting another wallflex uncovered biliary stent. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.